Manufacturer narrative:
The device was not returned for analysis as it was discarded. Since the device was not returned for analysis the event cause could not be determined. Attempts have been made to obtain specific details; however, the attempts were unsuccessful. When the additional information is received a supplemental report will be submitted. Note: per the solitaire fr IFU (instructions for use) warnings: "do not use each solitaire fr revascularization device for more than two flow restoration recoveries." (B)(4).

Event description:
Medtronic received information that the patient suffered an acute stroke two days after being admitted to the hospital (unknown why the patient was initial hospitalized). The mechanical thrombectomy (mt) device made three passes within the right intracranial internal carotid artery, which achieved thrombolysis in cerebral infarction (tici) 3 and arterial occlusive lesion (aol) 3. A subarachnoid hemorrhage (sah) occurred and was confirmed via computed tomography (CT) image taken right after the procedure. The patient's blood pressure was controlled, and preventive actions were taken to treat the vasospasm. Per the physician, such sah was caused by avulsion injury to the right middle cerebral artery due to the device's use. Distal migration of the clot from m1 to m2 also occurred, however, this clot was successfully retrieved. Approximately 2 months later, the patient's condition was reported to have recovered but deficient still remained. Tissue plasminogen activator (tpa) was not indicated for this patient.